Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ywyu, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient's healthcare provider reported via manufacture representative that the patient had low back pain. The patient felt as if the implantable neurostimulator (ins) was causing the pain. The device was explanted on (B)(6) 2016. It was unknown if any environmental, external or patient factors contributed to the issue. The patient's issue was reported to be resolved at the time of the report. The patient was reported to be alive with no injury. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.